Event description:
Customer reports that the lancet was protruding from the cap after the lancet was inserted into the device. No injuries reported. Requested return of suspect device and replacement was sent.